Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: atrial port plug, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the rwave measurement was small and below the programmed rate. The rv lead remains in use. No patient complications have been reported as a result of this event.